Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was patent. It did not meet the requirements for leak testing due to the distal patient line tubing being disconnected from the zero reference stopcock. It is unknown how or when the damage occurred. Adhesive was observed in the interior of the tubing to luer connection. A review of the manufacturing records was not possible as a lot number was not provided. All edms devices are 100% leak tested at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the product was found to be leaking on ward and the tubing broke upon further inspection.

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).